Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete. (B)(4).

Event description:
It was reported that during use of this product for surgery, there was smoke emission from the product's battery pack. There was no adverse event/harm to the patient or operator of the device.

Manufacturer narrative:
Review of the device history record for 00515047501, lot number 63452280, identified no relevant deviations or anomalies. This complaint is recorded with zimmer biomet under (B)(4). Product examination found that the battery pack had been damaged from leaking batteries. The leak had caused a few of the battery contacts to become corroded. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.